Event description:
As reported to rex medical via e-mail from (B)(4) in the form of medwatch form FDA 3500a that was filed by (B)(6) hospital: an ivc filter was placed in the patient in late spring of 2012. During retrieval procedure nearly a year later, the filter hook fractured. The retrieval was a difficult one, the filter was tilted left and the legs were integrated into the ivc wall. Hyperplasia was noted at the head of the filter. Films performed after the retrieval did not show a retained foreign object. The retrieval team believes that fragment was removed and lost in the drapes. Unlikely there was patient harm. Still the filter did fracture during the retrieval.

Manufacturer narrative:
Complaint follow up: request/ review of product in question for evaluation; case image, videos, etc. To be provided for review. Complaint sample evaluation: complaint sample was not returned to for evaluation. Retain device evaluation: no device retain evaluation performed for this lot no. Root cause: a definitive root cause for this product complaint could not be determined due to insufficient information provided to rex medical for investigation. There was no product returned for investigation; there were no case images or videos provided for review.